Manufacturer narrative:
The technician found the head up and down buttons were not working on the nad pendant. The pendant was replaced to repair the bed.

Event description:
The pt's wife stated that the head of the bed will not lower.